Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. The amplatzer duct occluder ii was used off-label, and is intended for the non-surgical closure of patent ductus arteriosus.

Event description:
On (B)(6) 2017, a 6-4 mm amplatzer duct occluder ii (adoii) was used off-label to occlude a ventricular septal defect (vsd). After the patient left the cath lab, the adoii was found to have embolized into the right lung. On (B)(6) 2017, the adoii was percutaneously removed. The patient will be referred for surgery to repair the vsd in the future.